Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). This issue was previously reported on 0001822565-2016-01764, and is being transferred to this medwatch to correct the manufacturing site. Concomitant medical products:tibial plate, size 4 (yellow/str yellow) catalog # 00598603702 lot# 62985410, nexgen cr/cra (ac) articular surface kit, yellow, 12 mm (fem c-h - tib 3,4) catalog# 00597603012 lot # 63052407. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is experiencing a possible allergic reaction in her right knee.